Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed static when plugged in and there was no image on the screen. The event had occurred during inspection for use. There were no reports of patient involvement.